Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2014. Post-operatively the patient reported pain and oozing at sites. The patient was sent home to return later and was admitted with an abscess and infection of unknown type. It was unknown if a culture was taken or if antibiotic treatment was necessary. The patient was hospitalized (B)(6). On (B)(6), the patient had surgery for the abscess at the site of the lead. Upon waking up from surgery, the patient reported intractable headaches and unbearable stimulation at amplitudes less than 2.0. The patient was unable to use stimulation. The patient had seen neurologists and infectious disease doctors and had a surgery consult scheduled for (B)(6) at 8:45 am for removal/possible revision of the lead. It was noted the patient still had a great deal of pain at the pocket site. No diagnostic testing or troubleshooting was performed, but would be performed in the future regarding the patient still experiencing pain at the pocket site. It was also reported a CT scan was done regarding the infection and abscess. It was also reported the patient experienced less than (B)(6) therapy relief at the device pocket, lead location, and other location. The cause of the issue was not determined and the issue was not resolved. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the infection resolved with medication. An explant was scheduled for (B)(6) 2014. The patient was not receiving effective therapy at the time of the report. The patient outcome was unknown because the patient was still heavily sedated immediately post-op. Follow up has been requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID neu_siliconeanchor, product type: accessory. Analysis of the ins, serial # (B)(4), found no significant anomaly. The ins battery had a reduced capacity due to overdischarge. Analysis of the lead, lot # va0jvsq025, found no significant anomaly. The #3 conductor was broken 8.5cm from the distal end. This was due to overstress or damage.